Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident in july, 1997. Approximately seven months post procedure, the patient returned with vaginal discharge and dehiscence of the sling material. The sling material was removed without incident. The patient remains continent and their condition is good. The device was not returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."